Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the needle deployed late when the pod was activated; this indicates a needle mechanism failure. No impact to the patient's glucose level was reported. The pod was not worn. The pod was discarded.